Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod. Further information regarding ER visit was solicited but unavailable.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Additional information added to b5 - describe event or problem from: it was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod. Further information regarding ER visit was solicited but unavailable. To: it was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod. The patient administered 10 units of insulin utilizing an insulin pen. Three hours later, an additional 5 units of insulin was administered. The patient called (B)(6) and was instructed to go to the ER. The patient reportedly was not delivering boluses with the pod for several days and only received basal insulin. A CT scan was performed at the ER and the patient was diagnosed with severe edema which caused the dizziness and confusion. Additional codes added to h6 - adverse event problem health effect - clinical code from: e1205 hyperglycemia to: e0112 dizziness e2338 swelling/edema e1205 hyperglycemia.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod. The patient administered 10 units of insulin utilizing an insulin pen. Three hours later, an additional 5 units of insulin was administered. The patient called (B)(6) and was instructed to go to the ER. The patient reportedly was not delivering boluses with the pod for several days and only received basal insulin. A CT scan was performed at the ER and the patient was diagnosed with severe edema which caused the dizziness and confusion.